Event description:
It was reported that a pt sustained a blister on his lower left leg after a MRI exam. The blister was 1.5 inches long and became infected. The exam consisted of 9 scans that lasted 49 minutes. The exam was conducted on (B)(6) 2010 by two MRI technologists. The pt was scanned using the rectal coil and monitored. After the first series, the pt alerted the technologist of a burning sensation on his lower left leg. The technologist observed an area on the leg touching a cable was reddened. The tech proceeded to cover the coil cable and leg. The exam was continued to completion. The other technologist assisted the pt off the cable and offered to have a radiologist examine the reddened area. The pt refused due to a doctor's appointment. On (B)(6) 2010, the pt reported the burn to his physician's nurse, who notified the MRI department. As a result, the radiologist examined the pt and observed an infected blister.

Manufacturer narrative:
Ge healthcare has initiated an investigation of the event.